Event description:
It was reported that the customer (contract administrator) called technical services with a report that the nim system is not working and needs repair. The initial reporter had no further details to provide. There was no report of patient impact.

Manufacturer narrative:
Received nim 3.0 mainframe, patient interface, and muting probe for evaluation by the engineering group. The condition of the devices showed a scratched mainframe touchscreen and cracked ferrite in the muting probe. Equipment used: test patient simulator, and probe (provided by s<(>&<)>r). Observations: a shake test was performed on the mainframe; no loose parts were heard. The interface, simulator and probe were connected and the mainframe turned on; boot-up sequence completed with no errors. Touchscreen responded. A monitoring mode was selected using all available channels. Each channel was stimulated in turn; normal and appropriate responses were seen on all channels. The stim setting was changed using the probe; system responded appropriately. Electrode check was within acceptable ranges for all channels, stim 1 and 2, and ground. When the system went through the repair process the mainframe displayed an error message upon boot up. The touchscreen printed circuit board was replaced and the software was upgraded to the most current version based on current product specifications (not as a result of failure). The patient interface cable was not working due to p/I board failure and shorted cable. The units were repaired, tested and met all product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: nim 3.0 patient interface, product ID: 8253200rf, s/n: (B)(4), lot: 24921200. (B)(4). The devices were returned for evaluation and repair. The evaluation is currently underway. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.